Manufacturer narrative:
B2 event date: (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that the ballon burst. A stingray lp catheter was selected for use for treatment. During the procedure, when the balloon was inflated to 6atm, the balloon burst. The device was removed from the patient and there were no patient complications.